Manufacturer narrative:
This report is submitted on february 29, 2024.

Manufacturer narrative:
This report is submitted on december 26, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to cholesteatoma (non-device related).there are no plans to reimplant the patient with a new device as of the date of this report.